Event description:
The radio frequency programmer head was returned as an associated device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was noted that during analysis the radio frequency programmer head failed three uplink amplitude tests, as well as that the rubber pad portion of the label was detached and that the cable was twisted. The programmer head was sent for repair. (B)(4).